Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Log file review for the day of treatment shows all laser system functions were within specifications. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The log file shows multiple successfully performed treatments. Energy was stable during the whole day. Energy check was performed before this patient. The corresponding treatments (left and right eye) were performed successfully. Treatment for the right eye was performed with two interruptions. Treatment for the left eye was performed with one interruption. No technical root cause is detectable. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient presented postoperatively with white stroma/central corneal haze. Additional information was received stating antibiotic, steroid and vitamin c drops were prescribed.